Manufacturer narrative:
Follow-up #1: date of submission 11/07/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The keypad cover was undamaged. The pump powered up to a blank display screen with auditory and vibratory features. The pump casing was opened and evidence of moisture intrusion was found on various internal components. Due to the blank screen and the moisture damages the investigation was unable to fully evaluate the reported button tactile issue. No conclusion can be drawn.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that there was tactile change to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4)